Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to 2nd degree cystocele, 1st degree rectocele, stress urinary incontinence and 1st degree uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems, vaginal scarring, kidney failure and blood transfusion. It was reported that the patient underwent mesh revision and cystoscopy due to stress urinary incontinence, difficulty voiding and failure of the mesh on (B)(6) 2003. The patient underwent removal of mesh, repair urethra, vaginal exploration, debride necrotizing fasciitis abdominal wall and drain retroperitoneal abscess on (B)(6) 2012. (B)(4).